Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and the center and bottom right portions of the touchscreen have become unresponsive. Customer had elevated blood glucose levels (350 mg/dl). Customer delivered an injections to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.